Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 4.0x15mm 75% stenosed, eccentric and progressive target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). The 4.0x20mm promus element stent was advanced to the target lesion and during stent positioning the stent came in contact with the guide catheter and the stent dislodged onto the wire in the aorta. The stent was held in place on the wire with a 1.5mm maverick balloon and the stent delivery system and the guide catheter were removed. The patient was taken to surgery to remove the dislodged stent. No additional patient complications were reported and the patient condition following surgery is stable.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).